Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿removal of an intra-pelvic socket: description of a safe surgical algorithm¿ by liselore maeckelberg, et al, published by acta orthopaedica belgica (2012), vol. 78, no. 2, pp. 152-158. Was reviewed for MDR reportability. In this article, the authors present a surgical algorithm to safely extract cementless sockets that have protruded into the small pelvis. The authors present three separate case studies. This complaint will capture the single case study that contains depuy products. An (B)(6)-year-old female patient presented to the emergency department 6 weeks following a primary tha of the right hip for coxarthrosis. Immediate fixation of the cementless socket (pinnacle 300, depuy) was provided by three spikes on its outer surface. The patient presented with an excruciating pain in the right groin region, which originated after normal walking without any traumatic event. The neurovascular status of the lower limb and groin region was normal. She had a marked shortening of the right leg. Anteroposterior radiographs of the pelvis showed that the socket had migrated beyond the ilio-ischial line, with a high suspicion of a pelvic discontinuity. This was confirmed on a judet alar view of the right hemipelvis. A CT-angiogram showed that the external iliac artery and vein were displaced, with the spiked cup entrapped between both structures. The patient then received the studied surgical procedure to revise the migrated cup and free the trapped vessels with out complications. Implanted products: pinnacle 300 cup. The liner was not attributed to this adverse event. The vascular injuries, pain, and need for revision were due to the migrated cup. Captured within this complaint: 1 pinnacle 300 acetabular cup for migration. Patient harms: pain, limb asymmetry, vascular injury."